Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was a false empty detected and the initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) was filled with the double amount of solution than he was supposed to be filled with. The event occurred during the dwell phase on the home choice (hc). The hp stated they had their transfer set close during the drain phase and then the hc went into fill. The technical service representative (tsr) had the hp perform a manual drain and the drain volume (dv) equaled 5662ml. The fill volume (fv) equaled 2500ml. The tsr advised the hp to end therapy and arranged the return of the device. The tsr advised the hp to use manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.